Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. Customer's blood glucose was 45 mg/dl. Customer's blood glucose was 273 mg/dl at time of call. After troubleshooting, customer was advised the device will be replaced. Customer will not be returning the device for analysis.